Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, while inflating the balloon after trocar insertion, the balloon popped while using syringe to inflate balloon. They opened a new package to complete the case. There was no patient injury.